Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the events as alleged by the patients attorney. Medical records were not provided. Based on the limited information provided, it is unclear if the (B)(6) 2011 hydrocelectomy procedure is related to the bard/davol device. The information provided does not indicate if the bard/davol device was explanted. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney alleged that: on (B)(6) 2011, the patient underwent surgery for repair of an inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2011, the patient underwent an additional surgery for left hydrocelectomy. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the limited information provided, by the patient's attorney we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the events as alleged by the patient's attorney. Medical records were not provided. Based on the limited information provided, it is unclear if the (B)(6)2011 hydroceletomy procedure is related to the bard/davol device. The information provided does not indicate if the bard/davol device was explanted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of perfix plug, patient was diagnosed with swelling/edema and pain thereby underwent repair. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The patient's attorney alleged that. (B)(6)2011, the patient underwent surgery for repair of an inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6)2011, the patient underwent an additional surgery for left hydrocelectomy. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6)2011 - patient was diagnosed with incarcerated recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿hernia sac was reduced. The scar tissue was adherent to the subcutaneous and fascial structures. A few adhesions were taken down and a perfix plug was placed through the defect and sutured to fascia." (B)(6)2011 - patient was diagnosed with left hydrocele and pain thereby underwent hydrocelectomy. (There was no visualization/mention of perfix plug) attorney alleges that the patient had abscess, loss of testicle, pain, drainage of fluid from testicle thereby underwent hydrocelectomy and emotional injuries.